Event description:
It was reported that the pace sense portion of the right ventricular (rv) lead has been capped due to fracture. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).